Manufacturer narrative:
It is unknown what ams male pelvic mesh product was implanted. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had an unknown ams sling implanted on (B)(6) 2012. Additional information received on (B)(6) 2013 indicated that following the implant, the pt had incontinence that was worse than baseline and another continence device was implanted on (B)(6) 2013. The pt outcome was reported as "good" following the implant of the other continence device.